Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The pneumatic module, switching board, power supply, display cable were replaced.

Event description:
The hospital reported that the unit made a lot of noise prior to use and the blower of the unit stopped working after a few hours. There is no patient involvement.